Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(4) 2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse assisted the customer with replacing the substrate heater cable. The customer then reported that the temperature was correct. There was no further action required by fse. The most probable cause of the reported event was a defective substrate heater cable.

Event description:
On (B)(6) 2016, a customer reported error 3033 substrate temperature l-limit with their a1a-900 analyzer. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.